Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose with his onetouch ultramini meter due to it not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at an unspecified time. The patient reportedly was not taking any medications to manage his diabetes and reportedly continued with his usual diabetes management routine in response to the alleged issue. At an unknown date/time after the alleged issue occurred, the patient claimed he began to develop symptoms of "trembling" (shaking). It is unknown if the patient received treatment for his symptom. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due and the alleged issue was not resolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.